Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The patient stated they had connection issues with the transmitter, had a seizure and passed out. She was hospitalized for a day and did not remember details of the event, the hospitalization, or any medications she received. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.